Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable caused "no cassette alarm" to generate. Due to the alarm without a cassette, the device was replaced. No adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was received in used condition, decontaminated and inside in a plastic bag. Per visual inspection, the device was received without white cap and without blue clip. No damage, kinks, cuts, or other damage detected. Per functional testing, no alarms were activated. The complaint could not be duplicated or confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken since the complaint was not confirmed.